Manufacturer narrative:
This medwatch was submitted on (B)(4) 20136 at 10:42:04. Ack 3 was received on (B)(4) 2013 at 10:47:54. However, due to the format of the user facility (uf) reference number provided on this report, the report was rejected. The uf reference number was modified on the report to an acceptable format and the report was submitted on (B)(4) 2013 at 13:28:37. Ack 3 was received on (B)(4) 2013 at 17:41:02. The report was again rejected; this time due to an invalid uf number. The report was submitted for a third time on (B)(4) 2013 at 22:55. The uf reference number is (B)(4). Product analysis: return of the device has been requested but not received. Thus, no evaluation could be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic mitral valve was explanted after 22 month implant duration, due to severe regurgitation. It was reported that the patient had complained of recent onset of dyspnea and chest discomfort. Transesophageal echocardiogram identified abnormal leaflet prolapse of the bioprosthetic valve and severe prosthetic valve mitral regurgitation. Ejection fraction was estimated at 55 to 60%. The valve was explanted and replaced. During explant, a large tear in one of the leaflets was identified. No adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.